Manufacturer narrative:
(B)(4).

Event description:
The pt had increased spasms. The pump logs showed the pump had stalled and there was no motor stall recovery. A pump replacement was planned. The pt was started on oral baclofen. At the time of the pump replacement, the pt was doing very well. During the pump replacement procedure, they were unable to aspirate drug from the existing catheter, so they were unable to confirm patency. The physician decided to replace the pump without troubleshooting the catheter. During the last minutes of the pump replacement, the pt appeared to become more rigid and was trying to get up; it was noted that this was "like most pts waking up from anesthesia". The pt was given more IV benzodiazepines and the patient's condition began to stabilize; they recalculated all meds. At this point, the new pump had not yet been programmed. When the pt woke up, he was showing no signs of withdrawal. The pt went home on saturday following the replacement and "all is well". The device system was used to deliver baclofen.